Event description:
It was reported that patient experienced a loss of therapeutic effect. All unipolar contacts had high impedances. Patient fell recently and that was when he lost therapy. Patient experienced shocking and tingling after the fall. X-ray and a computer tomography were done on (B)(6) 2012 but results were unknown. Patient had no therapy because patient kept the device off until the doctor figures out how to proceed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 2001 (B)(6), product type extension product ID, 3387-40 lot# n25030a, implanted: 2001 (B)(6), product type lead. (B)(4).